Manufacturer narrative:
An evaluation of the device cannot be performed. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Device not returned .

Event description:
The arthroplasty was revised due to femoral loosening, tibial loosening, and patella loosening. The components were implanted in situ for ~1.8 y . The tibial insert, tibial tray, femoral and patella were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 3.

Manufacturer narrative:
The patient is (B)(6). Updated device manufacture date based on additional information. An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Images of the explanted devices were provided. A view of the femoral component condyles did not provide anything of note the investigation. Further inspections were not performed as the research facility retained the explanted devices. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
The arthroplasty was revised due to femoral loosening, tibial loosening, and patella loosening. The components were implanted in situ for approx 1.8 y. The tibial insert, tibial tray, femoral and patella were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 3.